Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the stem and liner were replaced.

Manufacturer narrative:
An event regarding revision surgery for disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. A review by a clinical consultant confirmed disassociation. Method and results: device evaluation and results: visual inspection: the device was not returned however an image of the explanted metal head was made available. The metal head was observed to be separate from the stem. The metal head was otherwise unremarkable. The stem had some damage consistent with explantation damage and bony on growth was observed on the stem surface. Wearing of the stem trunnion was noted. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: accolade tmzf stem with severe trunnion damage with and substance loss. Adherent bone on the ingrowth surface of the stem confirms the stem was well-fixed to the bone. The trident cup has correct inclination but absent anteversion as evident by the straight line projection of the cup opening circle. Cup inclination is adequate. Catastrophic trunnion failure with substance loss and femoral head disassociation. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the subject device has been identified to be within scope of ra 2016-028. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that the stem and liner were replaced.